Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including self-test/priming and underwater pressure testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This issue was noticed during setup (cleaning step) of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.